Event description:
At about 2 months after the primary, revision surgery performed following deep infection. The surgeon revised glenosphere, liner and glenoid components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 april 2023. Lot: 2215289: (B)(4) items manufactured and released on 16-nov-2022. Expiration date: 2027-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot: 2216008 lot: 2216008: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Reverse shoulder system 04.01.0163 glenoid polyaxial locking screw - l38 (k170452) lot: 2237972 lot: 2237972: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Reverse shoulder system 04.01.0158 glenoid polyaxial locking screw - l18 (k170452) lot: 2242289 lot: 2242289: (B)(4) items manufactured and released on 21-dec-2022. Expiration date: 2027-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot: 2237099 lot: 2237099: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.